Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional, additionally reported, "right breast is elevated and higher than the left. Some tightness and discomfort". Patient, undergone capsulectomy. Device has been explanted, replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.